Manufacturer narrative:
The system was serviced in the field, and the mvs din rail fuses blew when unit was plugged into any outlet. Verified power cord and line filter have 120vac up to fuses. Noticed intermittent spark coming from neutral wire of inrush limiter on din rail when plugged in to outlet. Din rail limiter sounds and feels like multiple broken pieces are inside of it when moved. The din rail ac in assembly was replaced. System checkout performed. Hardware analysis of bi71000426 determined that visual inspection of returned assembly showed multiple blown fuses and cut wires on the assembly. . Other relevant device(s) are: product ID: bi71000426, serial/lot #: fyhob rev. B, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) was not powering on. The site reported that they couldn't hear any fans inside of the system running. There was no patient involvement.